Event description:
It was reported that the patient faced an event with infusion sets where infusion set fell off on (B)(6) 2026. The infusion set was in use for two to three hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.